Manufacturer narrative:
Based on past investigations with similar events, we found cord cut at the strain relief. Cord breakage usually occurs when the cord is repeatedly over bent near the switch, causing an eventual break in the copper strands. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the product, to the point where the cord fails. Since the change we have not seen any cord break failures. Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.

Event description:
Customer called and reported she had the pad draped over her side and stomach with the switch held between her thumb and forefinger for less than 3 min, when the switch sparked, and caught her blanket, sheets and nightgown on fire.